Event description:
The manufacturer received information alleging a ventilator would not work with dc power and a failure of the device's battery. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device's internal battery was observed. The device's internal battery was replaced to address the issue.